Event description:
It was reported that this inflatable penile prosthesis (ipp) would not deflate when tested during preparation. The pump was cycled, inflated, and then attempted to deflate without success. The physician attempted to press the deflate button multiple times and the pump block was squeezed; however, the physician decided to use another procedure to complete the device. There were no patient complications reported.

Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance lab, the returned components underwent thorough analysis. The pump and cylinders were microscopically examined and leak tested. Both cylinders showed no visual abnormalities and passed the leak testing. The pump also showed no abnormalities and passed the leak testing. The pump underwent functional testing and did not pass the activation testing. Based on this analysis, the reported allegations were confirmed.

Event description:
It was reported that this inflatable penile prosthesis (ipp) would not deflate when tested during preparation. The pump was cycled, inflated, and then attempted to deflate without success. The physician attempted to press the deflate button multiple times and the pump block was squeezed; however, the physician decided to use another procedure to complete the device. There were no patient complications reported.